Event description:
It was reported to vyaire medical the turbine of the vela ventilator was not running after replacing the main board and the motor pcb (printed circuit board). There is no information of patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.